Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected the wireless footswitch stopped working during a planned procedure. The procedure was completed using the wireless footswitch. The philips service engineer inspected the system onsite and replaced the wireless footswitch and base station to resolve the issue. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch is out of order. No information regarding the device use is available. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.